Event description:
It was reported that when the 2.9 mm bioraptor anchor was located, the guide and the specific drill for this anchor were used, the anchor was placed but it was broken in two parts, at half of being placed. Anchor was not secured and it was removed. No patient injury reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.